Event description:
Information received indicated the brake casters and brake/steer caster would not hold when the brakes were set.

Manufacturer narrative:
The hill-rom technician adjusted the caters to resolve the issue.